Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the pump emitted an "active basal program is empty" alarm. The reporter stated that the pump was not in hand at the time of the call to troubleshoot the issue. The reporter indicated that the patient's blood glucose was within normal range. No further information was provided. Animas attempted to follow up with the lay user/patient but have been unsuccessful at this time; there have been no further issues reported to animas. This report is made based on the allegation that the pump alarmed for an empty basal program without known cause.